Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the device kept alarming no delivery. Customer states that before the piston on the device reaches the reservoir insulin shoots out. Customer declined troubleshooting just wanted the insulin pump replaced for a different model. Custoemr's blood glucose was not provided. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm or unable to prime noted. No cosmetic damage was found.